Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. The patient was experiencing syncopal episodes of an unknown reason. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.